Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) with bronchoscopy procedure, the camera resolution image on the bronchoscope displayed as grainy and reddish. The patient was under sedation. The intended procedure was completed using an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, where the reported failure of a grainy and reddish image display was confirmed. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure an expected or random failure with no design or manufacturing issue identified. The failure was attributed to an optical problem related to the optical properties of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.